Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose reached 25 mmol/l (450 mg/dl) and that the cannula was bent. The patient gave a manual injection of insulin (exact amount was not provided) and his bg levels lower to 6.7 mmol/l (121 mg/dl). He ate breakfast it went back up to 20 mmol/l (360 mg/dl). The pod was worn between 36 and 48 hours on the leg.